Manufacturer narrative:
D2a: common device name: laparoscope, general & plastic surgery. D2b: product code: gcj. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI no. N/a as this product is not exported to the us market. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . G4: 510(k) number: k923607, k926214 h4: device manufacture date: unknown due to unknown lot number the actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. History investigation of the involved product code and lot number - since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. - regarding the involved product, there have been no similar incidents attributable to the manufacturing process in the past two years. Since the lot number was unknown, the manufacturing records and shipping inspection records could not be investigated. In addition, since the actual device was not returned and the analysis of it could not be performed, it was not possible to clarify the cause of occurrence relevant instructions for use (IFU) reference: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo received the following reported information. The patient underwent angiography twice during hospitalization (january 13, january 19) and it was identified that the foreign matter was left inside the patient after the second procedure. After the first angiography (january 13): no foreign matters were observed. After the second angiography (january 19): a foreign matter was found in the vessel near back of the right eye, and it was also identified with CT. When the doctor, who performed the second angiography, took off the catheter used in the angiography, he attempted to reinsert the guidewire and found the anomaly that the thin line like beard was at the distal end of the guidewire. However, he determined it occurred outside the patient and continued the procedure replacing it with a new guidewire radifocus. The procedure outcome was not reported. There was no harm to the patient reported.